Event description:
The baxter service representative reported a pump with an intermittent channel a pump head module keypad (all keys). This problem was observed during service eval. There was no report of pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump with an intermittent channel a pump head module keypad (all keys) was confirmed during product eval. This condition was caused by a defective channel a pump head module keypad. The channel a pump head module keypad was therefore replaced. This issue is currently being investigated.